Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested for elecsys c-peptide (cpep) and the elecsys total psa immunoassay (psa) on a cobas 8000 e 801 module (e801). The erroneous results were reported outside of the laboratory. A date of event of (B)(6) 2018 was provided, but it was stated that the events occurred over weeks previous to this date. The first sample initially resulted with a cpep value of 0.01 nmol/l, which repeated as 4.21 nmol/l. The second sample initially resulted with a psa value of 2.05 ug/l, which repeated as 84.70 ug/l. The third sample initially resulted with a psa value of 0.08 ug/l, which repeated as 10.60 ug/l. No adverse events were alleged to have occurred with the patients. The cpep and psa reagent lot numbers and expiration dates were asked for, but not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.